Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® cat (clot activator tube) plus blood collection tubes, there was a tube with the incorrect colored cap and the plastic seemed thin. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 2 photographs from the customer in support of this complaint. The evaluation of the photographs did not show incorrect cap colour or any defects with the stopper/cap assembly on the tubes. Additionally, a visual inspection of 100 retained samples did not reveal any incorrect color caps or stopper/cap assembly defects. No changes have been made to the closure assembly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for cap colour/assembly defects. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® cat (clot activator tube) plus blood collection tubes, there was a tube with the incorrect colored cap and the plastic seemed thin. No adverse impact was reported regarding the patient or user.